Manufacturer narrative:
Additional information. It was initially reported that the device was not returning for evaluation as the device remained in use at the time of the event. The device was subsequently received after the patient underwent a pump exchange (reported under medwatch MFR report #2916596-2017-00752). Device evaluation: the patient remained ongoing on vad support using the ungrounded patient cable until they underwent a pump exchange due to suspected driveline wire fracture and driveline fault alarms on (B)(6) 2017 which was reported under medwatch MFR report # 2916596-2017-00752. Review of the submitted log files confirmed pump stoppages and low speed operations. The submitted x-rays showed an area on the driveline near the exit site where there appeared to be potential breakdown of the metal braided shield. The evaluation of returned driveline segments confirmed an issue that could have caused the reported low speed events and pump stoppages. The brown wire was completely fractured and the red wire was partially fractured in the location of the exit site at approximately 13 inches from the nipple of the pump housing, exposing the inner metal conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. If the insulation of at least one of the damaged wires was compromised while the pump was supporting the patient at the time of the reported event in january 2017, the system had the potential to short to ground and cause the low speed events and pump stoppages captured in the submitted log file if the exposed inner wire conductors contacted the braided shield while the system was connected to a tethered power source. If the conductors of both wires were exposed at the time of the reported event, an interruption in pump function could have also been caused by a phase-to-phase short, which would occur if the exposed conductors of the two compromised wires made direct contact with each other or simultaneous contact with the braided shield while operating on tethered power or on battery power. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 1 year and 3 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient heard two beeps, but reported that nothing was displayed on the system controller. The system controller event history revealed low speed operation and two pump stoppage events. The patient was asymptomatic. X-rays reviewed by the manufacturer¿s technical service representative revealed an area of concern near the exit site of the portion of the driveline internal to the patient. It was reported that the patient went home on an unspecified date with an ungrounded power module patient cable.